Manufacturer narrative:
As reported, the tamp tube of the 5f mynxgrip vascular closure device (vcd) was not in the device. The mynx device was removed and manual pressure was held for twenty minutes to achieve hemostasis. There was no reported patient injury. The mynx was attempted to be used during a retrograde diagnostic peripheral angiogram. The user was trained on the mynx device. The sheath used in conjunction with the mynx was a non-cordis device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter verified to be greater than or equal to 5 mm. The vessel had little to no tortuosity. The user shuttled down completely. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. The device was not returned for analysis. The product history record (phr) review of lot f1815001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿missing advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the missing advancer tube event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle (even though the customer reported that the device was shuttled down completely). According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the advancer tube appearing to be missing. Neither the phr review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1815001 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tamp tube of the 5f mynxgrip vascular closure device (vcd) was not in the device. The mynx device was removed and manual pressure was held for twenty minutes to achieve hemostasis. There was no reported patient injury. The mynx was attempted to be used during a retrograde diagnostic peripheral angiogram. The user was trained on the mynx device. The sheath used in conjunction with the mynx was a non-cordis device. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter verified to be greater than or equal to 5 mm. The vessel had little to no tortuosity. The user shuttled down completely. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. The patient is noted to have recovered. The device will not be returned as it was not saved by the site.